Event description:
The user facility reported an e812 error for the endoeye flex deflectable videoscope. The device was returned to an olympus service center for evaluation. Device inspection and testing did not confirm the reported e812 error but observed scope error e218 [no image-unrestorable error]. This report is being submitted for the reportable malfunction of error code e218 [no image-unrestorable error]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient harm or user injury due to the event.

Manufacturer narrative:
Further evaluation and testing of the device also found the angle wire was stretched, the insertion tube bending section was worn, and the control body and adhesive showed signs of deterioration due to handling and chemical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause of the event could not be determined. It was confirmed that the phenomenon reproduces the phenomenon of "image abnormality (e218 error)". From the disassembling the scope, it was found that there were no problems with solder state and wiring, etc. When the internal part inside the video connector is heated, blackout occurs, therefore, it is considered that a malfunction phenomenon (e218, blackout) may have occurred due to damage inside the video connector. The cause of the damage inside the video connector may be due to the following: the video connector was temporarily shorted by connecting to the video system center while water or the like was attached to the electrical contact portion; an overcurrent temporarily flowed by reseating the video connector part with the video system center turned on; static electricity was applied to the video connector electrical contact part; if you check the history of repairing the video connector board, there has been no replacement results since 2017/3. Electronic components deteriorated over time due to energization stress during normal use and thermal stress of autoclave sterilization. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.